Event description:
Ous MDR - after an implantation time of about 36 months, it was reported that the lead was exchanged because of an increase in the shock impedance.the lead was returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
When delivered, the lead was found cut 18.5 cm distal to the is-1 plug pin. A proximal and a distal lead fragment were returned and extensively analyzed. During the analysis, multiple signs of abrasion were revealed along the lead fragments. In particular, the insulation of the df-1 connector was damaged due to abrasion between 3 cm and 4 cm distal of the df-1 connector pin. The rope conductor to the shock coil showed a conductor fracture immediately distal of the df-1 connector pin, and it was very coiled between df-1 connector pin and fork. This damage manifestation is very likely the cause for the high shock impedance, which has been mentioned in the complaint. The location and characteristics of the observed damage is probably from strong mechanical stress on the lead in the implanted state. It can be assumed that constant high tensile stress of the lead in the area of the df-1 connector exit led to the conductor fracture and the subsequent coiling of the rope conductor. The signs of abrasion in this area indicate constant friction of the lead body at the generator housing. Tight winding of the lead around the generator housing in combination with a subpectoral implantation position should be considered. X-ray images or other diagnostic images, which could provide information on the locations of the implanted system in the body, were not available for analysis. Further damage noted in the course of the analysis are very likely the result of the explantation process. There was no evidence of material or manufacturing defects.